Event description:
It was reported that during a procedure with the use of the device, there was an energy activation issue with inadequate or partial sealing, with evidence of energy delivery and end tones heard, and bleeding after cutting. Approximately five good seals occurred before the issue, the jaws were reported clean at the start of the intervention, and the tissue sealed was vessels with a reported thickness of less than 7 mm. A second device was used which also had the same issue. Procedure was completed using a device from a different manufacturer. Another device worked fine with the same generator. Procedure was extended by 15 minutes and bleeding occurred.

Manufacturer narrative:
D10 concomitant product: lf1837, blunt tip sealer divider lf1837 (lot#60070221x); vlft10lsgen, valleylab ft10 vessel sealing generator (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.